Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece. Final analysis found a full breached outer insulation degradation adjacent to the connector boot. No other anomalies were detected.

Event description:
This report is to advise of an event observed during analysis.